Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Lead was not returned, selected in error.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed, the left ventricular (lv) lead exhibited loss of capture. It was discovered that the lv lead had dislodged. The lv lead was explanted and replaced on (B)(6) 2020. The patient was stable throughout.